Manufacturer narrative:
Model#, catalog #, serial #, lot#, expiration date, other #, UDI#, operator of device, initial reporter also sent report to FDA and PMA/510(k) number are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump started beeping and alarming no disposable when the patient was driving. The patient did not have a backup cassette with so the patient went home and put in a new cassette on the backup pump. It ran without an alarm. The patient changed the cassette on the original pump this morning but when it alarmed it showed reservoir volume of 11 milliliters. Upon closer inspection, the cassette looked empty. It is not certain now if the patient put the cassette on the original pump this morning after all. Yesterday's cassette may have ran for about 32 hours. Troubleshooting was successful. The pump was not replaced. No patient injury was reported.